Manufacturer narrative:
The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, postembolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that the web embolization device was used to treat an unspecified brain aneurysm. Reportedly, after deployment the device would not detach when attempted with a detachment controller. Additional web device was not available and the physician successfully completed the procedure using unspecified embolization coils. No report of harm and the patient "recovered successfully."

Manufacturer narrative:
Additional information: d10 (date device returned), h6, h11 (device evaluation). Investigation conclusion: the investigation of the returned web system found the proximal connector kinked and the heater coil windings stretched. The device failed continuity and resistance testing due to the damaged connector and heater coil windings. However, the heater coil pet and implant tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the connector and heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinked connector, but the kink is consistent with the device experiencing forces exceeding the delivery system's yield strength.